Event description:
Pt's test strips are damaged. Pt experienced symptoms, unknown if they were high or low. Pt did not seek medical attention or call their m.d. Customer service replaced pt's test strips.